Event description:
The customer reported that following a diagnostic catheterization procedure in 2003, a vasoseal elite was deployed. While the pt was still in the cath lab, pt developed right calf and knee pain and pulses were absent. The pt was placed on a heparin drip and given nitroglycerin for a possible vessel spasm. An ultrasound was performed and it showed that the arterial flow was obstructed at the femoral artery. The pt was taken to surgery. The pathology report result indicated that the specimen removed from the pt was right femoral plaque, polymer material and blood. No further complications were reported.